Event description:
During a percutaneous coronary intervention (pci) on a female, the 2.5 x 13mm cypher stent did not cross the highly calcified lesion in the tortuous left anterior descending (lad) artery. As the stent delivery system was being withdrawn the stent dislodged before they got it back to the guiding catheter, remaining in the lad. The physician tried to snare the stent but while pulling it back towards the sheath the "wire" broke and the stent was released into the body. The patient is currently in stable condition and awaiting a follow-up procedure.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.